Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is likely the phenomenon was caused by unexpected stress on the camera head due to user's handling, resulting in the failure of the ccd (charge-coupled device) unit, which resulted in the absence of images. Regarding the handling of the equipment, the following is identified in the instruction manual, which may prevent the phenomenon: "do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head".

Manufacturer narrative:
The referenced camera head was returned to the olympus service center. The evaluation confirmed the no image condition as the ccd (charged coupled device) unit was defective. Additionally, the image has intermittent streaks due to a shortage in the camera head cable. The device was repaired to specifications and returned to the customer. The device was purchased on (B)(6) 2014 with no previous repair history. As part of the investigation, olympus followed up with the user facility to obtain additional information regarding the reported event but with no results. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During preparation for use of an unspecified therapeutic procedure, the image of the high definition autoclavable camera head did not show. No patient injury or harm was reported.